Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and sensor glucose vs. Blood glucose. The customer reported blood glucose value of 46 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-397a, mmt-7841zn, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event further declined by customer. Customer is also reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer requested to run tester procedure for the transmitter. Tester procedure passed. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884. Frn mmt-332a rsvr, mmt-7841zn xmtr and mmt-7040a snsr unomed set updated summary: it was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 180 mg/dl while blood glucose value was 46 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for less than 4 days. The customer was advised to wait at least 1 hour and consider using alert silence feature during waiting period and if values are stable to calibrate otherwise, wait for an additional hour before calibrating and monitor if issue persists. The customer reported no adverse event. The event involved product(s) mmt-7040a. Mmt-7040a was requested and customer response was the device will be returned..